Event description:
The device was over speeding during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Additional information: d9 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The device was over speeding during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.